Manufacturer narrative:
Model number / catalog number: 72400024, serial number null. Batch / lot number: 621726005, model / catalog description: balloon fgs 61-70 cm. Model number / catalog number: 72404127, serial number null. Batch / lot number: 621702018 , model / catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced increasing incontinence over the past two months with a ten year old artificial urinary sphincter (aus) . Physician indicated there was urethral atrophy. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. The patient was said to be good after the procedure. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that there were no device malfunctions associated with the explanted device. No more information available at the moment. Should additional information become available, it will be provided.